Event description:
The contact stated the customer's meter was reading with a decimal point. It was verified the meter was set in mmol/l. The contact stated that the customer had adjusted his medication based on the readings, but no adverse events were alleged. The contact was able to reset the meter to mg/dl and no product will be returned.